Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.

Event description:
Wilcox et al 2013 ¿ ¿biliary sphincterotomy is not required for bile duct stent placement¿. During this study period, our practice has been to routinely place a single 7 or 10 fr plastic (cook inc., winston salem, nc, USA) or metal stent. During this time, three experienced therapeutic endoscopists placed these stents. In general, sems were placed in patients with locally advanced malignant disease with good functional status. We prefer placement of 10-fr biliary plastic stents in all patients except children and those with small bile leaks. Sphincterotomy was done using an erbe generator (erbe USA, moulton, ga, USA) using the endocut feature. All complications were assessed prospectively with follow up at 24¿48 h and 1 month by an experienced nurse to check for complications that were recorded using consensus criteria. Pancreatitis (25): of the patients with pancreatitis, it was found to be mild in 17 and moderate in eight patients. Cholangitis (3).